Event description:
Additional information received reported in terms of what the cause of the seizures and falling were and if they were related to a device malfunction, the managing health care provider (hcp) believed it was ¿unrelated to the pump, drugs and dosage constant for some time¿. The exact symptoms the patient was having consisted of cognitive impairment. In terms of troubleshooting and/or other actions, on 2014-(B)(6), the pump was interrogated, the settings were unchanged and it was reported there was no evidence of malfunction. As for how the patient was now doing and if they were receiving effective therapy, it was reported the patient was back to baseline.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was having seizures the prior weekend to the report date with full body spasms, that previous ((B)(6) 2014). The patient had been at (B)(6) and she was ¿out of it.¿ she could only remember bits and pieces of it. She even walked out of (B)(6) without paying and was charged with theft. When the patient got home, her husband had her take a baclofen pill. The patient called her health care provider (hcp) that (B)(6) 2014, but the hcp was on vacation and her partner told her to go to the hospital. The patient had been falling all weekend and peed in her pants. It was also reported the patient started to hurt when she was ¿out and about¿ that prior saturday. She was shaking and then she ate. She also took an anti-inflammatory pill. It was then reported she felt a little better that following (B)(6) 2014. That next day, tuesday, she was ¿okay¿ but felt tired. It was then reported she felt that her symptoms were coming back. The patient wasn¿t due to see her hcp until (B)(6) 2014 for a refill and they were still currently on vacation. It was noted the patient had been taking oral baclofen regularly. The device system was used to deliver hydromorphone 8mg/ml at 1.3744mg/day and baclofen 1,000mcg/ml at 171.8mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2011, product type catheter. (B)(4).